Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was hospitalized due to an over delivery of insulin from the insulin pump. Customer reported that he emptied three days of his insulin into his body by accident. Customer's blood glucose levels were not included in the report. Nothing further was reported.